Event description:
Company received a call from a hospital stating that one patient had to have facial reconstruction after using co's product. Upon investigation it was determined that the holder was put on too tightly causing a tooth to penetrate through the upper lip. This incident was not initially reported but after a management review board meeting it was determined that the incident should have been reported.